Event description:
During PICC (peripherally inserted central catheter) insertion, we were unable to get an ECG rhythm to appear on our screen. To troubleshoot this, rn removed the internal wire most of the way so we could reset the machine. We still couldn't get a reading. Everything else checked out ok, so rn removed the catheter and capped the introducer to examine the catheter and internal wire. When she removed the internal wire, she found that the end was slightly frayed and about 2.5" shorter than normal. She flushed catheter vigorously to see if it was inside the catheter but it wasn't. She removed about 10 ml of blood from patient and discarded it in the tray to see if maybe, it would be in that but it wasn't. I called physician for direction. He stated to get a chest x-ray and left arm x-ray. This was done. He evaluated the images and thinks he sees a very fine line in the pulmonary artery. He was going to go downstairs and compare it to his previous chest x-rays. He stated it was ok to place the PICC using a different internal wire. This was done successfully. No new irregular rhythms were noted during this time. FDA safety report ID# (B)(4).